Manufacturer narrative:
The infusion pump alarm during the prime test due to protruded/loose drive support disk.

Event description:
It was reported by customer's spouse, that the insulin pump alarmed, and insulin squirted out during the manual prime process. Customer's blood glucose reading is 90 mg/dl. The drive support cap is protruded. Nothing further reported.